Manufacturer narrative:
It was reported to abbott, a patient¿s charger would not locate their ipg. The patient stated they had not charged their device or used stimulation for 3 years. The ipg was replaced without complications. Effective therapy was restored. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention is pending to address this issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
Correction h6: 1924 - failure of implant has been removed.